Manufacturer narrative:
Analysis of the cart 9733858 s7 assembled staff 220v (serial #: (B)(4)) found hardware failure, as there was a damaged camera/scu. The scu and camera would have an error sound. After a check, it was found that the scu did not work. The machine worked normally after replacing scu parts. Product event summary #s7 scu & camera always show error sound. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system event having occurred outside of procedure. It was reported that the scu and camera always "show error sound." It was updated that the scu did not function as intended and the scu was replaced, at which time the system functioned as intended. No patient present.